Event description:
It was reported to boston scientific corporation that during a sacrospinous ligament fixation procedure using the capio device, the bullet snapped off the suture on the second throw. The bullet was caught in the capio device and did not end up inside the pt. The procedure was completed with another capio device with no complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.